Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/24/2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 suture anchor broke during insertion, with pieces breaking inside the patient that could not be retrieved. The case was completed by using a new ar-1934bcf-2 suture anchor. There is no secondary procedure needed. This was discovered during an ankle ligament repair procedure on (B)(6) 2024. Additional information received on 2/5/2024: the case was delayed for 30 minutes and no additional anesthesia was administered. It was reported that the patient did not experience adverse effects due to this issue.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: health effect - impact code, type of investigation, investigation findings, investigation conclusions, g3, g1, and h10. Complaint allegation is confirmed. Upon visual evaluation, the bio-composite was broken, and the suture loop from the bio-composite was frayed. Functional testing was not performed due to the damage to the device. The most likely causes for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.